Manufacturer narrative:
Additional fields: b4, g3, g6, h2, h6 (health effect ¿ impact codes), h11.

Manufacturer narrative:
Updated fields: b4, d8, d9, e1 (event site email) g3, g6, h2, h3. H6, h11. Corrected fields: e1 (event site telephone). A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and was not able to duplicate the reported issue. The fse completed all safety, functionality, and calibration checks and all tests passed to factory specifications.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected fields: h6 (medical device problem code).

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that cardiosave (intra-aortic balloon pump (iabp) had balloon deflated while inside patient.

Manufacturer narrative:
Updated fields: b4, d10, g3, g6, h2, h11. Corrected fields: b5.

Event description:
It was reported that during use (intra-aortic balloon pump (iabp) had balloon deflated while inside patient. There was no patient harm reported.